Event description:
Additional information. The shocking occurred when the patient went to sit down, not when she was sleeping. The patient met with a medtronic representative and no shocking occurred when the patient stood up and sat down. Impedances were checked again and the results were normal. The patient was going to monitor the issue over time and keep a journal. No further information about the event had been reported since the patient met with the medtronic representative.

Event description:
It was reported that the patient underwent revision surgery of their implantable neurostimulator. Post-surgery, the patient experienced a one-time shocking sensation from the neurostimulator pocket to the site of paresthesia, while she was sleeping. During the shock, she turned the neurostimulator off and shocking continued, momentarily. Impedances were measured and results were normal. Palpations of the stimulator did not changes of stimulation. The patient also indicated that they had a "hard mass" where the lead was located in her back. The mass is painful to touch and makes the patient feel nauseated and dizzy. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Recharger model 37752 serial# (B)(4); extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; programmer model 37743 serial# (B)(4).